Event description:
The customer reported that the ortho provue misread a 1+ reaction as negative in the antibody screen test. No erroneous results were reported.

Manufacturer narrative:
An ocd field engineer arrived at the customer site and observed no reactivity on the picture taken by the camera on april 2nd. The customer reran the antibody screen and the result was a 1+ reactivity. The fe states that the instrument is operating as expected. No repairs needed. (B)(4).